Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: posterior spinal lumbosacral stabilisation with expedium difar. Using the di polyaxial driver to place sacro alar iliac screws bilaterally. Under tapped 7mm for 8mm screws, advice was given by rep covering the operation to tap to size when crossing the sacro iliac joint. Whilst advancing the screw the tip of the driver sheared off. This was then removed from the head of the screw with forceps and the standard t20 blackout driver was used to continue advancing the screw to the desired depth. The remaining sacro alar iliac screw was placed using the t20 back out driver. Patient outcome post surgical procedure: as per initial surgical plan. Five minutes delay in surgery. No additional information will be provided. Product discarded, lot not provided.